Event description:
It was reported that during the implant procedure, the lead exhibited high impedance and unacceptable capture threshold in multiple positions. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field events of high lead impedance and unacceptable threshold were confirmed in the laboratory and were due to excess medical adhesive found on the ring electrode.